Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose over 250 mg/dl with unspecified ketones associated with a display issue. Reportedly, the patient was hospitalized with diabetic ketoacidosis and was treated by their healthcare provider. Troubleshooting was not completed at the time of the call and the reporter could not be reached for further information. This complaint is being reported because the patient allegedly experienced hyperglycemia because if a dim display.